Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two pieces. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities both to the tip and the balloon. Microscopic examination and tactile inspection revealed numerous kinks in the shaft. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 76 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.20mm x 8mm emerge balloon catheter was selected for use to dilate the lesion. However, during the procedure, the balloon shaft was fractured outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.20mm x 8mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, during the procedure, the balloon shaft was fractured outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.